Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempt to treat a lesion in the right distal sfa using amphirion deep, upon initial inflation the catheter leaked at the hub and had to be continuously dialed up to maintain nominal pressure which lead to a slower deflation of approx 45 secs. The lesion was reported to be moderately calcified, total occlusion stenosis and the vessel was little tortuous. The artery diameter is 4-5mm and lesion length 250mm. Another mdt balloon was used to complete the procedure. There was no injury to patient or clinical sequelae reported for this event

Manufacturer narrative:
(B)(4) manufacturing deficiency: leak in luer bond device evaluation: the balloon was unfolded and traces of radio opaque solution were detected. The shaft was not damaged. The device was pressurized and leakage was detected from the bonding between shaft and the luer. Keeping the syringe downwards, a vacuum was drawn and waited for 15 sec but air bubbles continued to rise from the device. The same test was performed using coloured water and leakage was confirmed at the uv bonding. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.